Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by health care professional that the trivantage tube was damaged. Resolution was confirmed during the call. There was less than hour delay. There was no patient impact. Upon follow up it was reported that the device was noisy. The nerve monitoring console was not sent and is not having any issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis confirmed that visually, the wire harness was cut and the molex connectors were not returned when received. Although the specification for resistance is measured from end to end, continuity between the stripped harness wires and the silver trace pads were measured: 57.4 ohms (blue), 32.3 ohms (red), and 176.4 ohms (red with white stripe), but the blue with white stripe electrode erratically measured in megaohms. The resistance specification shall be less than 200 ohms, therefore the blue with white stripe electrode was not within specification, but the other electrodes were. Under magnification, both blue harness crimps were not fully inserted. A syringe was used to inject 15cc of air and the cuff balloon inflated and deflated with no issues. H6:previous code b18,c20,d1102 is no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.